Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the gastrointestinal videoscope exhibited no image during inspection for use. There were no reports of patient involvement.